Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated (this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation). Device evaluation: the device was not returned to zoll united kingdom; however, a zoll medical field representative went onsite to evaluate the device and the device performed to specification. The zoll representative confirmed with the customer via the event log that this report was due to sync feature being activated during the event. The customer claims the feature was inadvertently activated. This claim has been closed as device meets specification. Analysis of reports of this type has not identified an increase in trend.